Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine source: phone.

Event description:
Customer reporting a conflicting sars result on one patient. Customer states the patient initially tested negative for both flu and sars, then when the same cassette was read on a different instrument was positive for sars. They then re-ran the patient swab on the sars only assay and received a sars positive result. No further confirmation testing has been performed.